Event description:
It was reported that the catheter was kinked; no details were provided. The pump was replaced to avoid in-vivo battery depletion. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The patient outcome was reported as "no injury; recovered without sequela". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.